Event description:
Infusion set does not have integral free-flow protection. It has a detachable valve. The valve might not be used due to becoming loose in the package; being accidentally discarded due to operator not knowing what it is; intentionally discarded due to accidental contamination. Then there will be no free-flow protection when tubing is removed from pump.